Event description:
Patient presented to the physician post-implant procedure with bruising and swelling at the chest incision site. Physician brought the patient into the or and determined a hematoma. Physician opened the chest pocket, evacuated the hematoma, and closed the site. Physician administered IV antibiotics.